Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported information that there was no blood flow observed to be coming from the marker lumen when it was advanced into the artery was confirmed based on the returned device analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via an 8f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, there was no blood flow observed to be cominig from the marker lumen of the proglide device when it was advanced into the artery. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to an 16f. The aaa was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physicians are trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.